Manufacturer narrative:
The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridges' product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated. Only one is approved for this lens/cartridge combination. The handpiece model was not provided. It is unknown if it was the qualified model for this cartridge. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary hold and recall has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient was confirmed to have increased anterior chamber cell of an unspecified eye following an intraocular lens implant procedure. The event was treated with a subconjunctival steroid injection. The patient's symptoms were resolved. Additional information has been requested. A product sample is not available because it is still implanted in the patient's eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in japan. We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the japan market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. (B)(4).